Event description:
It was reported that the table locks were not actuating, causing to the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). The situation was discovered during setup. There was no injury reported. The situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) evaluated the system and found that the flag in the foot pedal assembly was not in proper alignment with the opto-coupler, resulting in a simulated float command. The fe adjusted the flag and opt-coupler and verified that the table locks were performing as expected.